Manufacturer narrative:
(B)(4). Date sent: 5/15/2026. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the continuity restoration procedure, we used a linear cutting stapler with a reloadable cartridge. The cartridge already in place malfunctioned: it only stapled in the middle, leaving the beginning and end unstapled. We had to use a new cartridge. The surgeon and surgical assistant noticed the issue, so the cartridge was replaced to complete the stapling. No patient consequences were reported.